Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed the lens was cut in half and a haptic had torn off with a piece of the optic and missing. There was a clear surgical residue on the device. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Event description:
The customer reported that trailing haptic of the aa4203tl silicone single piece lens tore off as the lens was inserted into the eye. The lens was cut and removed without any injury to the patient. Another same model/diopter lens was implanted.

Manufacturer narrative:
Method: medical review results: per medical review - reportedly, single-piece silicone toric iol was torn upon insertion, requiring intraoperative lens removal/exchange. No incision enlargement or any other tissue damage was reported. Another toric lens was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on 12/19/14, the most likely cause of the event was unknown. Conclusion code 67 (unable to confirm complaint): based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. Claim #(B)(4).